Manufacturer narrative:
(B)(6) - device retained by the account.

Manufacturer narrative:
(B)(4). Additional information: conclusion: based on the photographic evidence of the subject ple60a device firing of an ecr60g cartridge, unformed staples can be confirmed, however, the photographs do not provide evidence relative to what may have caused the issue. The hands-on analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/5. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a sleeve gastrectomy procedure the device was fired with a green reload and gore seam guard. The surgeon stated that on the third firing the device fired, with a complete cutline. After the device was removed it was noticed that one-third into the staple line, the staples were malformed on the patient side. Another device was used to complete the procedure with no patient consequence. The account will not release the device for analysis at this time. There is no further information available.